Event description:
The user facility reported that prior to a pt procedure, the facility tested the hand control for proper operation and found the hand control inoperable. A nurse in the room reset a power breaker and noticed the power cord connected to the surgical table began to smoke. The pt was transferred to another operating room table where the surgery was completed successfully. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the surgical table and found the ac power cord was worn. The technician also noted the table ac inlet receptacle exhibited discoloration from the electrical arc which had occurred and caused the reported smoke. The technician replaced the worn power cord and ac inlet receptacle, tested the table for correct operation and returned the unit to service. The table was installed in (B)(6) 2009 and is currently under steris service contract. The last pm was completed on (B)(6) 2013 at which time the table was verified to be operating to specification.